Manufacturer narrative:
One device was returned for investigation in used condition. Functional testing was done where the customer complaint was confirmed. The most probable root cause is a leak from the top socket o-ring causing fluid ingression on the printed circuit board. This is considered normal wear and tear due to the age of the device. No action will be taken due to the age of the device as it has been deemed beyond economical repair. A device history review was not performed as the device is beyond a year from the manufacturing date. Service history review shows the device has not been in for repair in the previous year.

Event description:
It was reported that the warmer was not holding temperature and was overheating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date.